Event description:
Patient was undergoing thrombectomy procedure for embolism in the right m1 to m2 using the penumbra system. Penumbra reperfusion catheter 032 and 054 were advanced to the target vessel. Aspiration was done using penumbra separator 054 and 032 to debulk to clot for a total of 80 minutes. 6000 units of heparin were administered. Later, an angiography revealed that radiopaque dye oozed out of the vessel. The patient underwent an internal decompression and craniotomy for removal of hematoma. Six days later the patient expired. Physician's comment: it is highly possible that during the deployment of the penumbra system, the subarachnoid hemorrhage was caused by a perforation of the vessel with a guidewire. However, the relation between the event and the penumbra system is not deniable. The event is related to the procedure.

Manufacturer narrative:
Conclusion: vessel dissection are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00490, 3005168196-2013-00492, and 3005168196-2013-00493. Hospital discarded of device.